Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon string came completely away [device breakage] case narrative: consumer reported via e-mail that the tampon string came away during removal. No injury reported.